Event description:
The customer reported that they inserted an edwards femoral arterial catheter (part of the volume view kit vlv8r520 lot 59094249) and there seemed to be a hole or nick in the line close to the stopcock. The stopcock was removed and exchanged but it did not stop the blood leaking out of the line. It was difficult to see exactly where the line was damaged. The doctor was able to place another femoral line in the same access site and there were no patient complications.

Manufacturer narrative:
One 5f 20cm volume view catheter was received without the packaging. It was noted that there was a heavy amount of dried blood inside the pressure extension tube and hub. A visual examination found no damage on the tube or hub, although there appeared to be an occlusion inside the hub. Leak testing confirmed leakage from the bond between the pressure tube and hub; adhesive is visible in the bond site. Further examination determined the occlusion in the hub was adhesive; the occlusion was window-like and appears to have been punctured, possibly during insertion of the guidewire. During functional testing, the thermistor read 37.1'c when submerged into the 37.0'c water bath. It was not possible to determine if the leakage was due to the manufacturing process; however, the occlusion was confirmed to be a manufacturing defect. An investigation was opened to determine the root cause and implement an necessary corrective actions. A review of the manufacturing records indicated that the product met specifications upon release.